Event description:
While using legrest the footplate almost completely broke off. One of the stoppers for the calf pad broke off, which means the calf pad just spins around. [Rp275050] elevating legrest assembly, camlock, 1-3/8" pin sapcing, black, plastic calf pad, hemi, (right). Legrest was the only item picked up by rentals driver [tag]. No serial number of wheelchair that it came off of.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.